Event description:
Caller indicated the glucocard vital meter was reading low. Patient called because he never got a very low reading before. He was feeling good but was not sure why he got a very low reading. Got a reading of 128 and about a minute later got 25. Controls used were in range. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.